Manufacturer narrative:
H.6. Investigation summary the actual product nor photo representation was provided. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids during the manufacturing process of the reported lot. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. The root cause is unknown. The issue most likely occurred during fulfillment when repackaged for distribution. This complaint may have occurred from partial sales sold by a distributor. Additional information is needed about the handling and storage by the distributor facility to rule out that the issue was not due to incorrect handling or a partial sale. Based on these findings, our investigation is inconclusive. Evidence of original packaging is required. H3 other text : see h.10.

Event description:
It was reported that sharps coll canada next gen 5.1l yel lids were missing. This was discovered before use. The following information was provided by the initial reporter: material no.: 300974 batch no.: 0015922 it was reported that a case of sharps containers were missing lids. We recently received a complaint from our customer in which they claim to have received a case of bd sharps container 5.1l that was missing lids.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: 2020(B)(6)

Event description:
It was reported that sharps coll canada next gen 5.1l yel lids were missing. This was discovered before use. The following information was provided by the initial reporter: material no.: 300974 batch no.: 0015922 it was reported that a case of sharps containers were missing lids. We recently received a complaint from our customer in which they claim to have received a case of bd sharps container 5.1l that was missing lids.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.medical device expiration date: na.a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.(B)(4).

Event description:
It was reported that sharps coll canada next gen 5.1l yel lids were missing. This was discovered before use. The following information was provided by the initial reporter: material no.: 300974 batch no.: 0015922. It was reported that a case of sharps containers were missing lids. We recently received a complaint from our customer in which they claim to have received a case of bd sharps container 5.1l that was missing lids.